Event description:
It was reported that the health care professional (hcp) requested analysis of the recorded episodes of this implantable cardioverter defibrillator (ICD) to determine the patient rhythm. Technical services (ts) reviewed the device data and discussed it is difficult to determine, however, it appears to be atrial tachycardia as the acceleration of the rhythm seems to start in the atrium. It was also mentioned that the patient shows some kind of premature atrial contraction and premature ventricular contraction, and that this rhythm disorder is quite often in this patient. Ts then advised to consider the patient uses a holter monitor at home to have a better idea of where the arrhythmia comes from. Atrial undersensing is also seeing, for which programming recommendations were provided. The ICD remains in service. No adverse patient effects were reported.